Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the right pedal of the footswitch intermittently connected without any pressure applied. The footswitch was disconnected and reconnected multiple times, consistently replicating the issue and confirming the user¿s request. A visual inspection revealed numerous scratches and a small dent on the connector. The device was returned to the original equipment manufacturer, and the footswitch was plugged into a known good system. The test results indicated that the connector was physically damaged and difficult to plug into the system. Upon connection, the system immediately displayed a 151 error, preventing further testing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the new wired-laser footswitch when connecting to the soltive device, immediately displayed the foot switch error. The issue occurred during reprocessing. There were no reports of patient involvement.